Manufacturer narrative:
(B)(4). Incidents involving medical devices mfg by arjo hosp equipment ab in (B)(4) will be reported by us, the legal MFR, arjo hosp equipment ab in (B)(4) on behalf of our sales and distribution company in the USA, arjo inc, (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.

Event description:
As stated by the customer 2010-07-23: while being hoisted, the nurses heard a ripping noise. When the sling was inspected part of the stitching had come away. There were no reported injuries to either pt or carer. The sling (accessory) that ripped was a flite sling, (B)(4).